Manufacturer narrative:
Day of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the product was opened, cracks were found on the infusion side connector. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number investigation summary: the affected device was returned for evaluation. Three photos were attached for evaluation. The photos show a crack in the return connector. The defective device was visually inspected and a crack was detected at the circuit connector. It was determined that the root cause was the crack at the luer lock. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. The failure mode will continue to be monitored and if a trend is identified an investigation will be opened.